Event description:
It was reported that the customer experienced a blood glucose (bg) level of 44 mg/dl; cause was not known. Customer consumed carbohydrates to address bg. Reportedly, the customer received assistance from the school nurse who helped customer remove the pump and gave customer fast acting carbohydrates.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.